Event description:
As reported for this event by the customer, a denatured disinfectant with less than 92% ethyl alcohol was loaded into the device and used for reprocessing of scopes. There is no reported harm to any patient. There were two other devices that were also loaded with this same disinfectant at the same time.

Manufacturer narrative:
Customer used the denatured disinfectant that contained less than 92% ethyl alcohol in three devices at the same time. The events for these three devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). There is a possibility the scopes reprocessed with the denatured disinfectant were used in a procedure. Once identified, medwatches will be submitted for the scopes too. Once the issue was identified the facility changed the incorrect disinfectant, purge the alcohol lines, and loaded the correct disinfectant and reprocessed all the scopes. The scopes are being returned for evaluation by the customer. The device is not yet available for evaluation; as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Device not yet available.

Manufacturer narrative:
Device evaluation and evaluation of the event is completed. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping.olympus field service engineer (fse) went on site for evaluation and repair of the device. Fse replaced all the parts as required. The replaced parts were joint, diaphragm pump unit, da sensor unit, alcohol tube kit.equipment passed functional test. Equipment repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. Device passed the electrical safety test.this event is that the device was loaded with denatured alcohol with the below concentrations.ingredients percent.ethanol < or = 92%.methanol < or = 4%.ethyl isobutyl ketone < or = 1.0% . Ethyl acetate < or = 1.0%.heptane < or = 1.0%.there was no malfunction or abnormality of the device itself. The event is the inadvertent action of the customer.all scopes reprocessed in the device loaded with denatured alcohol were subsequently reprocessed after the device was cleaned of the denatured alcohol.customer reported no instances of any harm to any patient as a result of this event.however, the possible hazards of the denatured alcohol are identified as below:ingestion:may cause gastrointestinal irritation with nausea, vomiting and diarrhea. May cause systemic toxicity with acidosis. May cause central nervous system depression, characterized by excitement, followed by headache, dizziness, drowsiness, and nausea. Advanced stages may cause collapse, unconsciousness, coma and possible death due to respiratory failure.in case the used denatured alcohol remains in scope and is absorbed into human body via endoscopic procedure, risk of health damage occurrence cannot be ruled out from the information in safety data sheets (sds).olympus has no validation of the denatured alcohol. However, based on the ingredients and hazard classes and hazards identification, as noted above, a risk of health hazard occurrence in case that the residual denatured alcohol in the scope is absorbed in human body during endoscopic procedure cannot be ruled out. It is recommended that the user ask the manufacturer of the denatured alcohol and medical profession. The instructions for use (IFU) of oer-pro states on use of 70% ethyl alcohol or isopropyl alcohol with device. We confirmed that IFU prohibits using any other kind of alcohol as below statement indicates:important information ¿ please read before use terms used in these manualsalcohol:70% ethyl alcohol or isopropyl alcohol.3.6 inspecting and replenishing alcoholthe alcohol used with the equipment must be 70% ethyl alcohol or isopropyl alcohol. Using any other kind of alcohol may result in malfunction of the equipment or the endoscope, difficulty drying the endoscope, fire hazard, or a hazard due to toxic vapor emitted from the alcohol.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to the information ¿denatured disinfectant¿ reported in the initial MDR. Correct information is ¿denatured alcohol¿. There are 19 associated events where scopes were reprocessed with automatic endoscope processors (aer) that were loaded with denatured alcohol and were used in procedures. These include 16 scope events and three aers. They are captured in medwatches with patient identifiers as below: (B)(6). The makeup of the denatured alcohol is listed below: ethyl alcohol, methyl alcohol, methyl isobutyl ketone , ethyl acetate, heptane (n-). The oer-pro devices that were loaded with the denatured alcohol though owned by the va medical center are being used in the lee county healthcare center which is an extension of the bay pines va healthcare system.

Event description:
Addendum mar 21, 2022: the device was loaded with denatured alcohol. All the scopes that were reprocessed with the denatured alcohol in the device were reprocessed again after flushing of the alcohol from the device. Flushing of the alcohol from the device was performed by running two empty cycles of the device on the same day the denatured alcohol was loaded in the device. There are total 16 scope events and three automatic endoscope processors (aer) associated with the aers loaded with the denatured alcohol.